Event description:
Crrt prismaflex machine started to alarm after 2100 - warning message said that system failure occurred. Disconnected patient from the unit without giving blood back to the patient as the machine was frozen on the "system failure occurred" screen. Turned off the machine and restarted it to remove the set. Approximately 1.5 hours of interrupted therapy. System failure for no apparent reason. Biomed unable to duplicate problem.what was the original intended procedure?dialysis.device #1is this a laboratory device or laboratory test?no.